Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0741 respiratory arrest/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported an unspecified malfunction/issue occurred. On the evening of (B)(6) 2025, the patient felt slightly tired and experienced numbness before going to sleep. She checked her continuous glucose monitor (cgm) readings, which were fine, and went to sleep without any issues. Although no specific cgm values were reported, she was confident they were accurate. The next morning, on (B)(6) 2025, the patient was at home with her granddaughter. Her granddaughter tried to wake her up but found the patient unresponsive and not breathing. The granddaughter called 911, and paramedics arrived. The patient was treated with a glucagon shot, which helped her start breathing again, although she remained unconscious. The paramedics checked the patient's blood glucose (bg) but did not report the value. The patient was transported to the hospital, remaining unconscious during the ambulance ride. She regained consciousness at the hospital. The sensor she was wearing was removed for an MRI, which returned negative results. While in the hospital, the patient recalled a finger stick bg reading of 20 mg/dl, taken after the sensor was removed. She mentioned that she had never had issues with her dexcom readings and was unsure what caused her to lose consciousness. The patient was discharged on (B)(6) 2025, one day after regaining consciousness. At the time of the report, she was doing okay. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided. Data analysis will not confirm the alleged complaint or determine a probable cause. Additionally, a wearable failure was observed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).